Event description:
The advocate stated the customer received a blood glucose reading of 75mg/dl from the contour next link meter, and a reading of 210mg/dl from another meter.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the advocate was advised to return the test strips for evaluation.replacement test strips and meter were sent to the customer.